Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to issue medications. The technical support specialist (tss) checked through medbank myqlink (myql) and found the ttl quantity was 0.1, indicating a bad script. The customer acknowledged the issue and mentioned they would follow up with pharmscript. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was not able to issue medication. However, there were no delays or adverse events or injuries reported based on this event.